Event description:
Information was received from a consumer (con) regarding the patient receiving fentanyl via implantable pump. The indication use was for spinal pain. The patient reported that they started hearing beeping noise however, they could not figure out what it was. Once they went outside, it was confirmed that the pump was beeping, and it reads ¿pump stalled¿. Furthermore, the patient read service code 100 on their handset, but their equipment was knowingly disabled that was confirmed due to seeing 'patient bolus disabled.' The patient stated magnetic resonance imaging (MRI) their appointment was at 3:30 pm and they got out of the MRI around 4:05 pm due to calling their husband after getting out of MRI. The pump started alarming ten minutes after the MRI and would beeping every five minutes since then. The patient stated the pump was no longer alarming but was unable to clarify when the alarming stopped when asked. Troubleshoot: ¿agent assisted the patient in resyncing to the pump, and patient confirmed 'no alerts' in the alert tab.¿ the patient mentioned they had another MRI 'last month sometime, I think,' but stated they never heard it alarm during or after the MRI. While on the call, the pa tient mentioned 'pump motor stalls. ' however, the patient service specialist assisted the patient in connecting to the pump and confirmed the patient bolus was disabled. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown , product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.